Event description:
A complaint was received from a customer that reproted only a portion of the display is being displayed during a blood sugar test. While on the phone a review of the system was conducted. It was learned that the "lens and units digit" were incomplete. A request was made to return the unit for eval and in the meantime a replacement unit was provided.